Event description:
It was reported that this was a percutaneous vertebroplasty (fusion combined) for osteoporotic vertebral fracture on (B)(6) 2024, with synflate. In the surgery, the surgeon placed the balloon in question into the vertebral body after negative pressure. Subsequently, the dilatant came out from the tip slightly above the connection between the inflation and the balloon, and the dilatant could not be delivered into the vertebral body. The surgery was completed successfully. Patient outcome and no further information is available. This report is for one (1) synflate balloon/medium- sterile. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b.: additional pro-code: ndn. E3: reporter is a j&j sales representative. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h3, h4, h6: device history lot part #03.804.701s synthes lot # 82283830 supplier lot# 82283830 release to warehouse date:14 july 2023 supplier: (B)(4), no ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.